Event description:
An infant heel warmer exploded when the nurse attempted to activate the contents, glycerine and sodium thiosulfate. The fluid went into the nurses eye. She irrigated her eye with water and called poison control. She was wearing a contact lens which may have protected her eye. The nurse has had no eye problems as of report. She did not see an md, the baby was not hurt.